Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site and returned to the physician for evaluation on (B)(6) 2019. It was discovered the patient had a hematoma at the ipg site, and bloodwork was unremarkable for infection. Ice packs were used to help alleviate the hematoma. Follow up revealed the patient¿s hematoma had settled down, and only a faint bruising remained. The patient feels discomfort around the ipg and lead site when stimulation is on, and the physician attributes this to possibly being caused by the fluid from the hematoma around the area.

Event description:
Follow up information identified the hematoma has resolved.

Manufacturer narrative:
A case of hematoma and pain at ipg site was reported to abbott. The hematoma has settled and there is no sign of it. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.